Manufacturer narrative:
The customer has refused to provide the requested patient information. A hospital biomed performed a checkout of the equipment and a review of the logs. The software was reloaded and the unit was returned to service. The customer has refused to provide the requested patient information.

Event description:
The hospital reported that, during a case, the unit went into a system reset. There was no reported patient injury.